Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:flex user guide states: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The t:flex user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported refilling old cartridges with insulin and using past labelling. Customer loaded a new cartridge to resolve the issue. Tandem clinical support informed customer this is off-label per the user guide. Customer¿s blood glucose level was 173 mg/dl.